Event description:
.

Manufacturer narrative:
On (B)(4) 2010, initial reporter was contacted who confirmed no pt injury or adverse event was reported to have occurred. As of (B)(4) 2010, the device has not been made available to the MFR for product eval, the initial reporter stated that the device was still in house at the facility without a plan to return the device to the MFR. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.